Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was used to treat a pancreatic pseudocyst during a cystogastrostomy procedure performed on (B)(6) 2017. According to the complainant, when the physician applied cautery and attempted to advance the delivery system into the pseudocyst, the catheter deflected off the tissue and failed to penetrate though to the pseudocyst. The device was removed from the patient and examined and it was noted that the electrocautery tip of the delivery system was missing. The detached tip was not located. The procedure was completed with another hot axios stent and delivery system. It was noted that there was a bleed due to trauma to the tissue from attempting to advance the catheter into the pseudocyst without the tip. The physician applied suction with the scope and the bleed stopped without any further intervention. There were no patient complications reported as a result of this event.